Event description:
It was reported that the physician questioned possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688, lead, implanted: (B)(6) 2011; 5076-45, lead, implanted: (B)(6)2008. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.